Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good post procedure.